Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that four days after the system implant, the patient experienced a shock. An atrial tachycardia/atrial fibrillation (at/af) episode started the day prior to the shock, which caused irregular v-v intervals and it was unclear if the ventricular tachycardia (vt) was due to rapid response to the atrial arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.